Event description:
Received two different entries on this event. Sending both entries. Cardiopulmonary bypass (cpb) machine malfunctioned during procedure. Upon cross clamp, there was no flow. Surgeon checked tubing twice to verify with the perfusionist there was no flow. Hand crank was initiated by perfusionist at 0852 and terminated at 0949. During the entire hand crank time, pressure was maintained without any problems. During cpb, the cpb centrifugal head had an error (e80, handcrank initiated. After placing the handcranks on, the pressures dropped to zero. Surgeon then asked by perfusionist to check the placement of the clamp. After verifying that clamp placement was okay, perfusionist then initiated hand crank at 0852. The case proceeded with normal routine blood gas checks and constant blood pressure checks. At 0939, the previous module used read the error code e80. Hand cranking was then terminated at 0949. Per the field service technician sorin group USA, inc (B)(6) owned subsidiaries of (B)(4). The s5 hlm has been serviced and verified operational. The speed dial on the scp controller (centrifugal pump controller), was defective and replaced. No patient harm.